Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during priming. Blood glucose level at the time of the incident was 253 mg/dl. The customer stated that she was unable to complete troubleshooting at the time of the call. Customer also mentioned that she recently had a blood glucose level of 591 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.